Event description:
It was reported that the biomed has the arctic sun device for calibration and it continued to fail for an error 80 (water check time out - unable to reach calibration temperature) actual 30 expected 6, the device has a failed mixing pump and 2359 hours, it would be coming in for the 2000 hour preventive maintenance under service contract.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed mixing pump. During testing, it was confirmed that the device received error 80 and the mixing pump was not performing to specifications. Mixing pump was replaced during pm process. The device underwent pm servicing while in for repair. Serviced the circulation pump. Replaced heater, both manifold o-rings on the manifold. The arctic sun 6000 stat passed all performance testing, and electrical safety tests and is functioning properly and ready for use. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. A reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the biomed has the arctic sun device for calibration and it continued to fail for an error 80 (water check time out - unable to reach calibration temperature) actual 30 expected 6, the device has a failed mixing pump and 2359 hours, it would be coming in for the 2000 hour preventive maintenance under service contract.